Manufacturer narrative:
One single valve rotatable 5mm cannula used for treatment, was returned for evaluation. There was a relationship between the reported event and the device. This is a three year old reusable instrument. The complaint stated: ¿the medium flow cannula doesn¿t fit correct with the obturator.¿ the obturator mates and locks into place as expected. There are scratches and dings at the distal tip. The obturator lumen is out of round from damages attained. The damage is consistent with contact with other instruments or devices. From the repeat contact with other materials, the angled edge surface of the lumen no longer has a smooth finish. Attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. These are not to be used for leverage or for manipulating hard tissue or bone. Complaint history lot review found one other complaint. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during knee arthroscopic surgery, the medium flow cannula get a sharp edge, causing a potentially cartilage damage. A backup device was available to complete the procedure and no significant delay or patient injuries.